Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 531 patients (mean age of 48 years, 55 percent are females) who were operated with the combination of expedium posterior instrumentation and concorde interbody cage between january 02, 2006 and september 30, 2022. The following complications have been identified as per the swedish spine registry (swespine) report: postoperative complications within 1 year postoperatively: 39 patients had infection. Reoperations 1: 7 patients had implant adjustment. 3 patients had drain of infection. 4 patients had redecompression. 8 patients had refusion. 5 patients had removal of implant. 1 patient had repair of dural injury. 1 patient had drain of hematoma. 1 patient had unknown reoperation. Reoperation 2: 2 patients had implant adjustment. 1 patient had drain of hematoma. 1 patient had drain of infection. 1 patient had redecompression. 1 patient had removal of implant 2 patients had refusion. Reoperation 3: 2 patients had drain of infection. 1 patient had removal of implant. 1 patient had redecompression. Reoperation 4: 1 patient had drain of infection. 1 patient had removal of implant. Reoperation 5: 1 patient had drain of infection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: event description updated after receipt of new information. D3: manufacturer email updated. H6: health effect clinical codes, health effect impact codes added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1: brand name updated.

Manufacturer narrative:
510k: this report is for an unknown mono/polyaxial screws (unk construct expedium)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 438 patients (mean age of 48 years) who were operated with the combination of expedium posterior instrumentation and concorde interbody cage between january 02, 2006, and november 22, 2020. The following complications have been identified as per the swedish spine registry (swespine) report: general complications - intraoperative complications: 1 patient death. 6 dural tear. 5 misplaced implants. 1 root injury. 4 other complications. Post-op complications within index hospitalization: 11 deep surgical site infections. 28 superficial surgical site infections. 6 patients had reintervention during stay: 1 had redecompression, 1 had repair of dural tear, 1 had replacement of implant, 1 had stop of bleeding. Readmission 1 a total of 27 patients: 4 had adjustment of implant. 3 had drain of infection. 3 had redecompression. 7 had refusion. 5 had removal of implant. 5 others. Readmission 2: a total of 5 patients: 1 had adjustment of implant. 1 had drain of deep infection. 1 had drain of hematoma. 1 had redecompression. 1 had implant removal. Readmission 3: 1 had drain of infection. Readmission 4: 1 had drain of infection. Readmission: 1 had drain of infection. This is for depuy spine unk mono/polyaxial screws (unk construct expedium). It captures the reported events of deep surgical site infection, superficial surgical site infection, reintervention during the hospital stay: redecompression, dural tear repair, implant replacement, and stop bleeding. This is report 4 of 8 for (B)(4).